Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was microscopically examined and a pinhole was identified the pinhole was located over the distal edge of the proximal markerband. A microscopic examination of the balloon material and of the proximal markerband could not identify any issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. Vascular access site was gained through the radialis. The 90% stenosed, eccentric, de novo target lesion was located in the non tortuous and non calcified proximal right coronary artery with a reference diameter of 18 mm x 2.3 mm. A 6 f fr mach1 guide catheter and another 0.014 non bsc guide wire was deployed. The lesion was predilated with a 2.0/15 non bsc balloon catheter. A 20 x 2.25 promus premier stent balloon expandable was used to treat the target lesion. The balloon ruptured at 15 atm during stent implantation. The lesion was post dilated with a 2.5/15 non bsc balloon catheter. The procedure was still completed with the complaint device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. Vascular access site was gained through the radialis. The 90% stenosed, eccentric, de novo target lesion was located in the non tortuous and non calcified proximal right coronary artery with a reference diameter of 18 mm x 2.3 mm. A 6 f fr mach1 guide catheter and another 0.014 non bsc guide wire was deployed. The lesion was predilated with a 2.0/15 non bsc balloon catheter. A 20 x 2.25 promus premier stent balloon expandable was used to treat the target lesion. The balloon ruptured at 15 atm during stent implantation. The lesion was post dilated with a 2.5/15 non bsc balloon catheter. The procedure was still completed with the complaint device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).